Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-3633 fibertak triple-loaded suture anchor snapped while tightening the knots during a shoulder arthroscopy, rotator cuff procedure. No patient was harmed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to imisaligned insertion; prying/leveraging the device during insertion.